Event description:
Healthcare professional reported that the valve was abandoned at implant when he could not get the valve to seat in the annulus. He thought the valve was larger than the stated size, when the valve was measured after the surgery it was the correct size. He measured the sizer and found it to be 1 mm smaller than the size. The hospital had just started using the full line of hancock products. The valve and sizer will be returned for analysis.